Manufacturer narrative:
(B)(4): the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2019, the patient returned for a 30-day follow-up appointment. The patient did not show any symptoms; however, severe mr with a grade of 4 was detected. On transesophageal echocardiography (tee), it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The patient is undergoing a surgical consult and treatment has not yet been provided. No additional information was provided.